Event description:
No sample or picture was available for analysis. Therefore, the customer complaint cannot be confirmed and a definitive root cause cannot be identified.

Event description:
The following has been reported: 2/23 distal occlusion x6, tpn, piv, "back flow valve". No tubing saved. No report of patient harm or if issue stopped active infusion. An active infusion was delayed. Reporting due to the referenced issue. No adverse effects were reported. More information is needed to complete the investigation.